Event description:
Reportable based on device analysis completed on 5may2015. It was reported that the barometer "glass" was damaged. A 26 encore balloon catheter inflation device was used for inflation. During preparation, it was reported that the barometer "glass" was broken. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the gauge needle was reading below the zero zone.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for evaluation. The device was returned with the plunger fully extended. No issue was noted with the gauge cover. The gauge needle was reading below the zero zone. A functional test was carried out using a test gauge and the unit passed all functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).